Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. The investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.